Event description:
It was reported that the patient came in for a follow-up visit where the x-ray revealed that a screw had backed out beyond the plate's locking mechanism. Additional surgery was performed as the result of this event. During the revision procedure it was discovered that the locking mechanism was fully locked but the screw had somehow dislodged. Surgeons replaced the screw and relocked the original plate and the revision was successfully completed.

Manufacturer narrative:
(B)(6). (B)(4). Unknown image review: (B)(6) 2012 during follow up it was noted that a screw had popped out and revision was necessary as it backed out around the locking mechanism. (B)(6) 2014 lateral c spine film shows an acdf with plate and screws at 5/6. All screws and plate are in good position. (B)(6) 2015 lateral x spine film shows one of the c6 screws has now backed out approximately 5 mm and was the subject of a revision surgery.